Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 320-35-02 - small superior augment glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, following the patient's initial left total shoulder replacement, the patient reported continued numbness and lack of function on pod3 when they felt the regional nerve block should have worn off. Suspected brachial stretch injury. Action taken: bracing and occupational therapy. Function was restored and the outcome is considered to be resolved.